Event description:
The machine was turned on at 645am to ensure the machine was working properly. The patient was brought into the room at approx. 730am, at which time the machine was still functioning properly. The probes were opened up and set up. The physician placed the us probe into the rectum and the image adjust buttons were used to sharpen the image. The physician changed views to view the prostate in sagittal view. We changed back to transverse to begin a volume measurement and the buttons failed on the keyboard. I called customer support and we could not rectify the situation, so the case was aborted and the patient was woken up and rescheduled to (B)(6) after repairs can be completed.

Manufacturer narrative:
Customer support provided during case to trouble shoot over the phone. Field service engineer dispatched. Checked system and keyboard functions but could not recreate the issue. Potential root cause could be keyboard assembly. Replaced keyboard assembly and performed a checkout of key functions, worked as expected. Field service engineer sent keyboard to healthtronics for testing. Healthtronics evaluation - visual inspection of the keyboard found no visible damage to the membrane, cables or pcb. Functional test was unable to duplicate reported issue. Keyboard assembly is functioning as intended. The most likely cause of the keyboard failure was due to a loose connection to the em assembly as there was no evidence of failure of the keyboard during testing. Rescheduled procedure occurred on (B)(6), 2013. Procedure went as expected, with no issues reported.